Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/coiled wire within the endometrial cavity consistent with essure coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, irregular menstruation, hypothyroidism, smoker, depression, irritable bowel syndrome, oral thrush, c-section, cholecystectomy, uterine dilation and curettage, gynaecological chlamydia infection, parity 2, miscarriage, allergy to metals, adenomyosis and adhesions nos postoperative. Previously administered products included for an unreported indication: adderall and levothyroxine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("menstrual cramps") and menorrhagia ("severe menorrhagia"). The patient was treated with surgery (laproscopic total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: study documented bilateral essure stent tubal occlusion. Smear cervix - on (B)(6) 2013: wnl negative hpv type. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device/coiled wire within the endometrial cavity consistent with essure coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, irregular menstruation, hypothyroidism, smoker, depression, irritable bowel syndrome, oral thrush, c-section, cholecystectomy, uterine dilation and curettage, gynaecological chlamydia infection, parity 2, miscarriage, allergy to metals, adenomyosis and adhesions nos postoperative. Previously administered products included for an unreported indication: adderall and levothyroxine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("menstrual cramps") and menorrhagia ("severe menorrhagia"). The patient was treated with surgery (laproscopic total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: study documented bilateral essure stent tubal occlusion. Smear cervix - on (B)(6) 2013: wnl nagetive hpv type. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.